Event description:
A report was received that the patient¿s ipg was not holding a charge. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not holding a charge. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and was doing well following the procedure. The complaint was confirmed. The ipg exhibits premature battery depletion. Battery depletion and sleep current rates of the device were exceeding the expected ranges, 23.49 mv per day and 342 ua respectively. Troubleshooting to specific component level was impossible since both analog/digital ics are covered in the epoxy resin top. The source of the device damage is unknown.